Event description:
During pt treatment with the model 3100a, operators notified a downward drift in the oscillatory amplitude (delta-pressure) and an upward drift in mean airway pressure without any control adjustments. The pt was removed, hand-bagged, then placed on a conventional ventilator. There was no report of the pt being compromised.